Event description:
This complaint originated from our foreign distributor in (B)(4). The distributor called carefusion technical support to report that one of their units is alarming: "vent eeprom write failure post dac or adc error vent inop/motor." The unit was not on a patient during this incident.

Manufacturer narrative:
(B)(4). Per the distributor, one of their technicians checked the unit, and confirmed the reported incident. He determined that the probable cause of the event was most likely a defective main printed circuit board. Carefusion technical support shipped the foreign distributor a replacement main printed circuit board. They also issued a returned goods authorization (rga) number to the distributor for the return of the alleged faulty main printed circuit board for evaluation. As of 03/03/2015, the alleged faulty main printed circuit board has not been received. Should the alleged faulty main printed circuit board be received and evaluated, a follow up medwatch report will be submitted.